Event description:
It was reported by the customer that they were attempting to monitor a pt in paddles lead, and only observed a dashed line. The customer then attached ECG leads and switched to monitor the pt in a different lead. It was reported that the pt was in a non-shockable rhythm the entire time and was not a viable pt. It was also reported that this failure did not affect the outcome of the pt.

Manufacturer narrative:
Physio-control evaluated the device but could not verify, nor duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.